Manufacturer narrative:
The iliac screw was not returned; however, a picture was provided by the reporter showing that the screw shaft had disassembled from the tulip head and that the tulip head was fractured; however, without a physical product return, a complete evaluation cannot be performed. The lot number was not provided, so the manufacturing records could not be reviewed.

Event description:
It was reported that the tulip of an iliac screw disassembled from the screw shaft post-operatively. A revision surgery was performed to remove and replace the screw with an alternative screw.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip of an iliac screw disassembled from the screw shaft post-operatively. A revision surgery was performed to remove and replace the screw with an alternative screw.